Event description:
It was reported that the insulin pump alarmed motor error during an infusion set change. The blood glucose reading was 7.9 mmol/l. No significant events leading to the alarm were observed. The caller stated that the insulin pump had also reset and alerted check settings. The insulin pump also alarmed, indicating that the motor position encoder experienced an error. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm in alarm history due to history file was overwritten. The insulin pump passed self test and no reset or check settings alarm noted. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.